Manufacturer narrative:
Investigation findings: the instrument was received without the detached portion. An evaluation of the device confirmed the reported problem and found that approx. 0.020" of tip was detached. It was further noted that the tip of this device was bent outwards. A material hardness test found that the material met specifications. A review of device history records at conmed linvatec found one similar reported event. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this awl in a microfracture arthroscopy procedure, a piece of metal was noted in the patient's ankle joint. The ankle joint was irrigated profusely. Following irrigation, the piece of metal could not be located by x-ray and is believed to have been flushed out. There was no report of injury or surgical delay associated with this event.